Event description:
The caller alleged discrepant results when repeated test with inratio. The results are as follows: first test= 3.4, second test= 2.8, third test= 3.1, fourth test= 3.3.

Manufacturer narrative:
Inratio precision data provided by end-user as follows: first test inr =3.4, second test inr =2.8, third inr =3.1, fourth=3.3. Mean =3.15; sd = 0.26; %cv = 8.39%. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.